Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load sequence with multiple cartridges. Additionally, it was reported that multiple cartridges were leaking. The customer's blood glucose was 350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. The failure investigation has been completed and the alleged cartridge leaking issue could not be verified.